Manufacturer narrative:
Insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that he was in the hospital with a diabetic ketoacidosis. The customer suspected that the basal was not running properly. His blood glucose level went up while he slept. Customer's blood glucose level was over 300 mg/dl. The customer was sick, nauseous, and sweaty. He felt like he was having a heart attack. There was a 911 call made on (B)(6) 2015 due to a high blood glucose level of over 500 mg/dl. The customer was given regular insulin and IV fluids. The customer was wearing the insulin pump at the time of the 911 call. He was no longer on the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.